Event description:
It was reported that during a laparoscopic splenectomy procedure, no error code was displayed and the actuation sound was proper. The first device (ace36j) cut the tissue little. Then, a different device (lcsc5) was used and the device could cut properly. However, it had a difficulty in clamping the tissue. Another device (lcs15) was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.